Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress problem resulted in component failure. However, based on the results of the investigation the cause could not be established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the flex deflectable videoscope exhibited the control unit was sticky. There was no patient involvement.